Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that the balloon ruptured. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified popliteal artery. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon third inflation at 10 atmospheres. The device was removed without any problem and the procedure was completed with another of the same device. There were no complications reported and the patient is in good condition after the procedure .

Manufacturer narrative:
E1. Initial reporter city: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured 10mm in length and extended from a position 1mm distal of the distal markerband to 7mm distal of the proximal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified multiple hypotube kinks.

Event description:
It was reported that the balloon ruptured. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified popliteal artery. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon third inflation at 10 atmospheres. The device was removed without any problem and the procedure was completed with another of the same device. There were no complications reported and the patient is in good condition after the procedure .